Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the rv lead was found to be dislodged due to patient being a twiddler. During lead revision the atrial lead was also noted to be dislodged. Both leads were explanted. The procedure was completed successfully without adverse consequence to the patient. The patient condition was good.